Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Medical product: unknown cobalt chrome femoral head catalog# unknown lot# unknown, unknown e1 poly acetabular liner catalog# unknown lot# unknown, primoris neck stem catalog # 650-1124bmrsa lot# ni. Report source: foreign: the event occurred in (B)(6). The device was not returned for evaluation as the device location is unknown. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) and complaint history review was unable to be performed as the lot/item number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01153/01154. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
It was reported as part of a clinical study, that a patient underwent a tha procedure on left hip (B)(6) 2013. Subsequently, six (6) months and one (1) year post procedure the patient reported episodes of moderate to severe pain and periods of being unable to and difficulty with performing usual activities. It was also reported that three (3) years post procedure the patient still experienced moderate pain but had no difficulties in peforming daily activities. Attempts have been made and no further information has been provided.